Manufacturer narrative:
The t:slim user guide states in the bolus screen section: carbs: enter grams of carb to be consumed. Bg: enter blood glucose level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated 262 mg/dl. Customer suspected the cause was due to food consumed during a cookout. Customer treated elevated bg level by delivering a bolus via the pump; however, the customer mistakenly entered the bg value into the carbohydrate field and delivered a 25 unit bolus. There was no adverse impact to the customer's bg level at the time of the report. Health care provider was contacted and instructions on how to handle an over-delivery were provided to customer. Bg level was reported as stable later same day. The following day, the issue was reported to be resolved.